Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient presented pain since the injection with 0.5 ml of juvéderm® voluma¿ with lidocaine on the nose. Four days later, pus appeared, pain increase with nose of purple color and a possible necrosis. Patient was treated with prednisone 30 mg. Patient also on their own taking oral antibiotic and topic silvederma. Symptom ongoing.